Event description:
The customer reported that they had an erroneous result for one patient sample tested for ion selective electrode (ise) sodium and chloride. The sample initially resulted as 126.98 mmol/l accompanied by a data flag for sodium and 120.54 mmol/l accompanied by a data flag for chloride. The initial results were reported outside of the laboratory. The sample was repeated and resulted as 139.32 mmol/l for sodium and 107.02 mmol/l accompanied by a data flag for chloride. The sample was repeated a second time, resulting as 141.04 mmol/l for sodium and 108.19 mmol/l accompanied by a data flag for chloride. The customer believed the repeated results to be correct. The patient was not adversely affected by the event. The sodium electrode lot number was 21512364 with an expiration date of 03/16/2012. The chloride electrode lot number was 21514567 with an expiration date of 04/27/2012. The field service representative could not determine a cause for the event. He ran ise diagnostics and calibrations without any errors. He also explained to the customer the importance of good preanalytics. He calibrated all electrolyte assays and the customer ran quality control which passed their parameters.

Manufacturer narrative:
A specific root cause could not be determined. No instrument malfunction could be detected. It is unknown whether an adverse event occurred.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.